Event description:
The facility reported a failure code 810:11. This occurred during biomed testing. There was no pt injury or medical intervention necessary according to the hosp rep. No add'l info is available.